Event description:
During follow-up, an extended charge time was observed. The device was reprogrammed to perform capacitor maintenance every month to improve the charge time however; the manual cap maintenance was not performed at this time. The pt was scheduled to return for eval. During eval, the charge time did not improve. The decision was made to explant the device.